Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative found that physical damage had occurred to the covers, which in turn restricted the motion of the system and prevented the proper docking of the gantry. The representative reported that all covers on the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect covers have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system gantry would no longer move in the z-direction and would not dock in the normal position. Initial troubleshooting was performed by invalidating the home and going through calibrations, which did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.